Event description:
It was reported during in clinic follow up that the patient had experienced a syncopal episode. Implantable cardioverter defibrillator relation to the event was unable to be determined and the cause of the syncope was unknown. Device programming changes were made to increase rate response and adjust the monitor zones. The patient was stable following changes.